Event description:
This is the first of two reports for the same pt involving two lot numbers of the same product. It is unk which contributed to the event. Refer to 9610813-2013-00022 for the description of the second report. It was reported by the eye care professional (ecp) that after feeling discomfort, a pt removed the lens and found it was torn during wear. Add'l info was received on (B)(6) 2013, stating that the pt visited the ecp and was diagnosed with a corneal ulcer. Add'l info was received on (B)(6) 2013 from the ecp stating that on (B)(6) 2013, the pt was seen and it was confirmed that the eye recovered. The pt resumed lens wear. There was no add'l info available on the ulcer. Add'l info was requested but is not available.

Manufacturer narrative:
(B)(4).the device has not been received for analysis. The investigation is in progress. Upon completion of the investigation, a f/u medwatch will be filed. (B)(4).